Manufacturer narrative:
Correction: the following information was omitted in error from section describe event or problem. Event description of the initial MDR: "a photo was provided by the customer and it was noticed that there was a break in the insulation of the catheter loop and exposed wires could be observed. The issue of internal components being exposed is considered a reportable malfunction." Additionally, on (B)(6) 2018, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time; however, initial visual inspection identified electrode #1 is squashed to one side and a sharp edge was found on electrode #1. The plastic covering near electrode #4 is exposed and the internal wires and tubings are exposed. A reddish material found on the shaft approximately 25 inches from the loop. All visual findings of electrode # 1 damaged with sharp edges, damage to the plastic exposing internal parts and foreign material (reddish material) are all considered reportable malfunctions. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a lasso nav variable eco catheter and suffered a medical device entrapment requiring a surgical intervention. It was noted that the loop appeared to be entrapped in tissue near the right inferior pulmonary vein. Physician¿s opinion regarding the cause of the adverse event is that it was related to a product malfunction due to a break in the insulation on the loop. Product evaluation summary: the device was visually inspected and the electrode # 1 was found squashed and sharp edge was observed, then, the spine cover was observed damage with internal parts exposed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed and the catheter failed, no electrical readings were observed on the #1 to #5 electrodes due to the damage observed on the lasso loop. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly however, the contraction test failed due to the damage on the loop. Then, the catheter outer diameter was measured and it was found within specification. Due to the damage observed, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage and a hole on the surface of the spine. It is possible that the damage was generated with an unknown object and/or excessive manipulation. No other anomalies were observed. Additionally, due to the foreign material observed a fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material has a complex compositions principally composed of a co polymer of polyethylene (pe) / polysiloxane and also composed of ethyl acrylate adhesive, this configuration is commonly found on silicone tapes used wound care and surgical procedures; however, the origin of foreign material remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding the internal parts exposed was confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the damage observed on the loop and the foreign material found, cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 05/04/2018, additional testing was performed on the returned device. Scanning electron microscope (sem) analysis showed evidence of mechanical damage and a hole on the surface of the spine. It is possible that the damage was generated with an unknown object and/or excessive manipulation. No other anomalies were observed. Device evaluation has not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mullins 8fr sheath, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a lasso nav variable eco catheter and suffered a medical device entrapment requiring a surgical intervention. During the procedure, the catheter became entrapped in the left atrium. Physician attempted to free the catheter tip using the mullins 8 french sheath without resolution. Physician attempted to advance the catheter without resolution. Patient was transferred to the operating room so the physician could attempt removal, with surgery as a backup. Catheter was successfully removed manually, so no surgery was necessary. It was noted that the loop appeared to be entrapped in tissue near the right inferior pulmonary vein. Patient was reported to be in stable condition. Patient required an additional day of hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to a product malfunction due to a break in the insulation on the loop.